Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a battery compartment moisture ingress issue without damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint couldn¿t be duplicated or confirmed with investigation. There was no evidence of moisture within the battery compartment or on the pump¿s internal components. The pump passed leak testing. The battery cap was able to be secured properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.